Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie pockets were kept failing. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie pocket required maintenance. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.